Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing intermittent no external power alarms at home. The patient also experienced them in the clinic on (B)(6) 2021 at the time of their backup battery exchange. The old battery was removed which yielded a no external power hazard which resolved once the new ebb was placed. A log file was sent in for review, which found intermittent ebb faults, low battery hazard events, and a loss of external power events. The controller lead voltage levels during these events were a bit unusual. It was recommended to replace the controller. The patient was seen again on (B)(6) 2021 for a routine visit. The patient had a large volume of power cable disconnects. The patient was unable to describe the alarms at home. The patient had their controller exchanged on (B)(6) 2021. No additional information was provided.

Event description:
Related manufacturer report number: 2916596-2021-02888.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6) was returned for analysis, and a log file (B)(4) was submitted and downloaded (B)(4) for review. A review of the log files showed overlapping events spanning approximately 40 days (B)(6) 2021 per timestamp). Intermittent no external power alarms were active on (B)(6) 2021 at 11:12:25 ¿ 11:20:15, and on (B)(6) 2021 at 13:27:31 ¿ (B)(6) 2021 at 04:08:04. These alarms activated due to a dual disconnection of both the white and black power cables while on battery power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. On (B)(6) 2021 at 15:14:23 the driveline was disconnected for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The root cause for the no external power alarms while on battery power was due to a user error dual disconnection while changing power sources. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms and no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.